Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suction feet at the bottom broke off, top cove paint scratched, power switch on the front panel damaged, and air pressure fluctuated when wiggling on air gauge due to worn out air joint unit and connector socket. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit did not seal. Upon inspection and testing of the customer returned device, the power switch at the front was damaged with protective cover and plastic cap torn off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and the reported power switch protective cover was cracked was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation reported that the power switch protective cover was cracked. Therefore, damaged power switch at the front and damaged ac inlet occurred because of the damage. The investigation could not determine the cause of cracked protective cover. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during device maintenance.